Event description:
A caller reported that the quick bolus/wake button on their insulin pump was difficult to press and required multiple attempts to turn on the screen. There was no adverse impact to the customer's blood glucose level as it remained within normal range. Customer support instructed the caller on pressing techniques but ultimately decided to replace the pump. The customer continued to use the pump for insulin therapy in the interim.